Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a battery out limit alarm. The customer's blood glucose was unknown. The customer stated the alarm occurred during normal use. The customer was advised they will be sent a replacement battery cap. The customer declined to return the insulin pump for analysis.